Event description:
This report summarizes 13 malfunction events in which the device or cutting accessory fractured. - 8 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had the problem identified before clinical use/exposure; there was no patient involvement. - 2 events had patient involvement: no patient impact. - 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 13 events were reported for this quarter. Product return status 10 devices were received. 3 device investigation types have not yet been determined. Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 13 previously reported events are included in this follow-up record. Product return status 11 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 13 malfunction events in which the device or cutting accessory fractured. - 8 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had the problem identified before clinical use/exposure; there was no patient involvement. -2 events had patient involvement; no patient impact. - 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 13 previously reported events are included in this follow-up record. Product return status 10 devices were received. 3 devices were not available for evaluation.

Event description:
No change